Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regv1318 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported by the customer "we have had 3 powerloc max where there is leaking from the safety mechanism on top (the piece you pull when removing the needle) with flushing once the port is accessed." No other information was provided. This report addresses the first device.

Event description:
It was reported by the customer "we have had 3 powerloc max where there is leaking from the safety mechanism on top (the piece you pull when removing the needle) with flushing once the port is accessed." No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the needle housing was unconfirmed as the complaint could not be reproduced. The product returned for evaluation was (qty 2) 20 g x 1¿ w/y-site powerloc max infusion sets. Blood residue was seen within the tubing and needle housing, indicating use. None of these residue traces indicated a pathway for fluid to the exterior of the needle housing. Both samples were subsequently functionally tested for leakage by forceful infusion with a laboratory syringe and water combination, and neither device exhibited leakage through the system. A complaint history review found no potentially similar complaints for this product lot, and a review of the manufacture production records found no potentially related observations during production. The reported complaint issue will be included as part of ongoing trending and monitoring for potentially similar events.